Event description:
It was reported that they were attempting to insert the catheter in the pt's left radial artery. They punctured the artery, received return flash, then pulled back on the spring wire guide (swg) and felt tightening. They couldn't advance or pull back and the catheter body broke away from the hub. The catheter body was "sitting on the pt's skin" and they were able to apply pressure so the surgeon could perform a cut down and remove the catheter body. Everything was removed successfully and nothing was retained in the pt. As a result, a different brand of catheter was used successfully on the pt. There were no complications reported. Additional info received on 4/28/2010 from arrow (B) (4), ra specialist stated the catheter body was flushed with the skin surface where the catheter broke. A cut down was performed successfully for the removal of the catheter.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.